Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of non-dehp standard bore catheter extension sets would not flow and subsequently leaked. It was further reported during priming, "the fluid would not run through" and the "IV fluid leaked around would not flow through the tubing". There was no patient involvement. No additional information is available.